Event description:
It was reported that a peritoneal dialysis (pd) patient¿s contact discovered a fluid leak from a hole in the left side of the membrane of the cassette and in the pump module area after ending their pd treatment. The patient reported receiving four air detected in cassette alarms during fill 1 of 3 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, patient¿s contact confirmed that the reported fluid leak event. The patient¿s contact stated that they received multiple air detected in cassette alarms during fill 1 of 3 and treatment was cancelled after the alarms persisted. Upon opening the cassette door, there was fluid leaking out of the door and on the external of the cassette. The patient¿s contact stated that there was a hole in the left side of the cassette membrane. The cause of the leak was unknown, and the patient stated that no other fluid leaks were found. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was able to complete peritoneal dialysis treatments using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. The ups tracking number was verified, and no information was found that the customer sent the sample. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient¿s contact discovered a fluid leak from a hole in the left side of the membrane of the cassette and in the pump module area after ending their pd treatment. The patient reported receiving four air detected in cassette alarms during fill 1 of 3 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, patient¿s contact confirmed that the reported fluid leak event. The patient¿s contact stated that they received multiple air detected in cassette alarms during fill 1 of 3 and treatment was cancelled after the alarms persisted. Upon opening the cassette door, there was fluid leaking out of the door and on the external of the cassette. The patient¿s contact stated that there was a hole in the left side of the cassette membrane. The cause of the leak was unknown, and the patient stated that no other fluid leaks were found. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was able to complete peritoneal dialysis treatments using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient is available for return for physical evaluation by the manufacturer.